Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, almost every time they fire monopolar power, the system had an integrated electrosurgical unit (iesu/erbe) error while firing the monopolar energy. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found multiple c-1 errors. The tse also noticed the same errors on a previous day. The customer stated it would cause the monopolar not to fire then they would try again, and it would fire. This has happened throughout the entire procedure. The tse had the customer power cycle the erbe generator, and the error went away and has not come back when the tse got off the phone. The customer called back in to confirm that the surgeon continued to have issues with monopolar. The customer was in the process of swapping out the erbe with the other system on site. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked, and it did power on with no errors. The technical support was not contacted during the initial error message. The customer rebooted the system which resolved the issue momentarily, but the error messages kept popping up more frequently. A second da vinci system was used to complete the procedure since it was available. The procedure was completed with no further issues. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting error message, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigation replicated the customer reported issue. The erbe displayed error u-02 during boot up. The complaint regarding error message when monopolar fired was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the procedure was converted to another da vinci system due to erbe errors during procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.